Event description:
The wife of a male patient called lifecor customer support to report that one of his battery packs would not charge. When the battery pack was placed in the charger, the "battery with the line through it" icon appeared. The other battery pack is charging fine and was fully recharged while the patient was showering. A replacement battery pack was sent to the patient.